Manufacturer narrative:
(B)(4).

Event description:
Clinical study coordinator contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, that the clinical participant experienced an intermittent out of range signal. No additional patient or event information is available.